Event description:
The dealer reported that the warning lights on the concentrator are not working. This issue could cause the user to be without oxygen if the unit failed without warning to the user.